Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of water in tubing/screen not working. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center, and observed that pca with electrical damaged, display with scratches, outlet seal contaminated, led with low intensity. The customer complaint was reproduced; there was one error code found. The device was scrapped.